Event description:
The customer contact reported that channel 2 of the device did not sound an audible alarm tone during an alarm condition. The device was returned to the materials management department with an unsigned note that stated, "channel 2 no audible alarm." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, channel 2 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.